Event description:
Reporter indicated that the site's hp handheld computer screen became frozen during interrogation. The issue resolved with a soft reset and diagnostic tests were completed with no problems.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.